Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 343 mg/dl and an insulin injection was used to address the bg level. As the customer was traveling and did not have enough infusion sets to change them out, insulin injections were to be used to manage diabetes until the customer returns home.